Event description:
End user alleges sitting in scooter at the top of the landing in end user's family member's home. While attempting to turn to get off the scooter and trying to lock the seat in place the metal bar broke resulting in end user falling down the stairs. Extent of injuries, if any were not reported at this time.